Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that lead was used as left bundle branch (lbb) and was explanted and replaced with a non boston scientific lead due to an unknown product experience. No adverse patient effects were reported. At this time, this lead has not been returned to boston scientific for further analysis. Additional information was received, the patient with this lbb experienced phrenic nerve stimulation, as a result, a lead revision was performed. Subsequently, the physician decided to replace this lbb with a non boston scientific right ventricular (rv) lead. No adverse patient effects were reported. At this time, this lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that lead was used as left bundle branch (lbb) and was explanted and replaced with a non-boston scientific lead due to an unknown product experience. No adverse patient effects were reported. At this time, this lead has not been returned to boston scientific for further analysis. Additional information was received, the patient with this lbb experienced phrenic nerve stimulation, as a result, a lead revision was performed. Subsequently, the physician decided to replace this lbb with a non-boston scientific right ventricular (rv) lead. No adverse patient effects were reported. This lead is not expected to be returned to boston scientific, since it was not under the clinical representative possession.

Event description:
It was reported that lead was used as left bundle branch (lbb) and was explanted and replaced with a non boston scientific lead due to an unknown product experience. No adverse patient effects were reported. At this time, this lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.